Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: not provided. Device not returned, it was retightened.

Event description:
It was reported that unknown zimmer abutment screw had loosened at tooth location 30. Clinician retightened the screw to 32ncm and patient was released. No impact to the patient was reported.

Manufacturer narrative:
A unknown zimmer screw was not returned. Since products has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint the reported device was located on tooth #30 and length of usage is unknown. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information unknown zimmer screw. The reported device is sold as a sterile product, however, since no lot number was reported a sterile expiration date was unable to be determined. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.